Event description:
At the end of a procedure, while still in the femoral vein, blood was noted to be leaking from both the hemostasis valve and the connection where the sheath shaft goes into the handle. Since the procedure was already completed a new sheath was not required. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
A leak was noted at the hemostasis valve and the distal end of the handle during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals, consistent with the leak observed at the hemostasis valve. In addition, the handle of the introducer was opened and the shaft windows were noted to be torn, consistent with the leak observed at the handle. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft window damage remains unknown. The cause of the torn seals and subsequent leak is consistent with damage during use.